Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm that the surgeon was using echelon ecr45b reloads with an ats45 device? Can you also confirm the amount of blood loss there was (mls)? Did the patient receive a blood transfusion or blood products? Was there any patient consequence as a result of the event?

Event description:
It was reported that during surgery, the doctor tried to use the device with endoscopic linear cutter reload to cut the colon, but the colon had been cut through without staple formation which result in massive bleeding. Thus he used another endoscopic linear cutter reload to control the bleeding and leakage. But the result remain the same. Thus he used an articulating endoscopic linear cutter to solve the problem.

Manufacturer narrative:
(B)(4).batch # m55l6z.device evaluation:the analysis results found that the ats45 device was received with no apparent damage and with two 6r45b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: 6r45b, n54k8y, fully fired, lockout normal.cartridge c: 6r45b, n54x5e, fully fired, lockout normal.